Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav mifi open-irrigated ablation catheter was visually inspected, and it was found that the tubing was partially detached from the luer fitting at the adhesive joint, confirming the reported event of catheter leak. The reported event was traced to the design specification, and an investigation to address this problem is in progress.

Event description:
It was reported that there was leakage from the irrigation port, and the catheter temperature increased to 80 degrees celsius. During an ablation procedure to treat ventricular premature contraction (vpc), an intellanav mifi open-irrigated ablation catheter was used. Shortly after ablation, leakage was observed from the irrigation port, and the catheter temperature increased to 80 degrees celsius. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable. The device has been received and analyzed.

Manufacturer narrative:
It was indicated that the device has been received by bsc for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was leakage from the irrigation port, and the catheter temperature increased to 80 degrees celsius. During an ablation procedure to treat ventricular premature contraction (vpc), an intellanav mifi open-irrigated ablation catheter was used. Shortly after ablation, leakage was observed from the irrigation port, and the catheter temperature increased to 80 degrees celsius. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable. The device has been received, pending analysis.